Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: investigation revealed a battery compartment crack. The pump failed a leak test due to this. The pump cover was opened and evidence of corrosion was found on the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed battery compartment damage, a leak, and corrosion in the pump. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.